Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, pyxis server missed transaction info of device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the station had data sync erros. A technical support specialist (tss) remotely accessed the device and identified a data sync change tracking error requiring manual recovery. Change tracking recovery scripts were executed, services were restarted, and data sync logs confirmed successful uploads. After a reboot, the device went offline due to a network connectivity issue. An onsite field service engineer (fse) reconnected the network cable, after which the device came back online. Tss verified successful communication and synchronization, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device and field service engineer (fse) repaired the device.